Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be user inattention. Upon investigation the customer service engineer (cse) found the table control module (tcm) with uncontrolled table movement. Detailed investigation on the returned part revealed a defective force sensor (y-deflection) in the mushroom button in the tcm which caused an unintended movement in the y transverse direction. An external mechanical stress on the knob resulted in damage to the force sensor due to rough handling or collision with an obstacle. There are two possible effects due to mechanical external influences: when the mushroom button is pressed (dmg) release brakes, an unintentional movement without deflection to the y transverse direction is released. As soon as the button is released the unintended movement stops. As an alternative, the table can be moved via the pilot module (safe touch). This case was confirmed with the detailed investigation on the returned part. In addition to the defective force sensor, the dmg gets stuck. An unintentional movement complete without external influence to the y transverse direction is released. Release of the mushroom button does not stop the movement. The movement ends at the end stop of the y transverse direction or can be stopped with the e-stop. After 15 minutes, the dmg error is detected from the system and then blocked and the table can be moved via the pilot module. After a power cycle of the system the defective dmg is detected immediately and blocked and the table can be moved via the pilot module. The local service organization replaced the tcm and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. The user reported that the table moved in a transverse direction without request. There is no report of impact to the state of health of any patient or user involved.